Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the image on the 7 mm extended length endoscope was cloudy or spotted. A replacement was used to complete the procedure. There were no pt effects. The occurrence date is unk. The product was returned.

Manufacturer narrative:
The device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).